Event description:
Intravenous catheter was found to not separate from the hub as it should before insertion. Upon further inspection, an area on the side of the hub appeared to either have a melted spot of plastic or glue. Manufacturer response for IV catheter, bd nexiva 20ga1.00in (per site reporter): equipment failure communicated with bd quality systems specialist. Arrangements made to send involved equipment to manufacturer for investigation.